Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer found controller boards, pyxibus module board and retractor band were replaced a short time ago. Checking the diagnostic lights on pyxibus module board and looked solid. Pulled down to diagnostics and drawers were not seen. Performed a thorough inspection and found 7 drawer pyxibus cable was cut in multiple areas including right on top of drawer 4 connection. The fse replaced pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.